Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by the edwards affiliate in the netherlands, during a transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 valve via a transapical approach, the balloon of the certitude commander delivery system burst at the completion of valve deployment. Difficulty was encountered while removing the delivery system through the esheath; however, all devices were ultimately removed successfully. No patient injury was reported as a result of the balloon burst, and the patient was discharged three days after the procedure. According to medical opinion, the balloon burst was attributed to contact with calcification or the stent frame.